Event description:
I had ultherapy done on (B)(6) 2019 at the (B)(6). I had 3 depths performed over my neck, under chin, jawline, and lower half of cheeks. After it was performed, I immediately had linear welts going down each cheek, across my neck, and under chin. The number of welts was likely around 50. The welts were severely inflamed, red, and painful. I was given arnica tablets and topical arnica and was told they would resolve in a few days. After no improvement, I returned in a few days and was told it may take a week or two. After one week, I saw my dermatologist who prescribed desonide cream. The welts did not improve and I continued to follow up at the place of treatment where each time I was told they had never seen this before and did not know what to expect or when the welts would resolve. I used the desonide for 4 weeks and then stopped. The welts appeared to resolve at around 8 weeks, at which point indented or pitted lines were present on the lower half of each cheek, with the appearance of linear rows of dots. It has been 4 months and these indented lines have not resolved. FDA safety report ID# (B)(4).